Manufacturer narrative:
H6 - 4582: excessive vault secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was repositioned. This did not resolve the problem. The lens was exchanged for a same model but shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was repositioned. This did not resolve the problem. The lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of the event was reported as unknown. G3 - date received by manufacturer: 20-jan-2026 corrected to 10-nov-2025 h3 - device evaluation: the lens was returned in liquid in a microcentrifuge tube. Visual inspection found no visible damage to the lens. Dimmensional inspection found the lens to be with inspecifications. Claim # (B)(4)